Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was clogged with foreign material. The issue was found during a diagnostic enteroscope procedure. The procedure was completed with another scope. There was no reported patient harm or impact due to this event. After cleaning the scope with a water syringe at the facility, the nozzle became normal and the scope could be used normally.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h3 (no should have been selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.